Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. A review of the share logs was performed and an app launch was found within the investigation window. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.